Event description:
The pt had a rectal tube with leakage of stool around the tube. The surgery team were notified and attempted to remove the tube but were unable. Surgery was called for assistance. We were only able to get twenty cc of saline out of the balloon after many attempts. With manual assistance by the md, we were able to remove the tube.